Event description:
It was reported by service report that the stretcher litter does not pump up due to broken pump pedal. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Pump pedal assembly, grove pin, slip-on pump pedal plastic.